Event description:
It was reported that this pacemaker exhibited undersensing on the atrial channel that resulted in overpacing. Technical services (ts) reviewed the reports and provided reprogramming actions for the device. The device remains in use. No adverse patient effects were reported.